Event description:
Custom ultrasonics chief infection control director received a call from (B)(6), on (B)(6) 2011 from (B)(6), the epidemiologist at the facility. She implied that the hosp was experiencing water problems, since the spring and now having them again during reprocessing of bronchoscopes using the system 83 plus. She implied that the hosp's water problems appear responsible for possible pt injuries (or at least, a pseudo outbreak during bronchoscopy). Service technicians have been dispatched to the facility on multiple occasions, to ensure there was no malfunctions with the system 83 plus. The system was evaluated and determined to be fully operational and within specs. This adverse event is contributed to the hospitals internal water supply.